Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump housing was splitting in half while the device continued to function, with blood glucose reported as unaffected; the issue was associated with a loss or failure of bonding involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including photos. Investigation of the returned device revealed a stress-related problem consistent with a component failure leading to loss or failure of bonding at the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.